Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline breast implant, catalog # 3542650, s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with two mentor siltex round moderate profile 325cc saline breast implants that deflated post-operatively. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2017. This medwatch report addresses the left side device.

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White and brown material was observed within the device, and white material was found on the shell surface. A rent measuring approximately 0.1 cm was observed within an area of cracking siltex on the posterior aspect. No other anomalies were discovered. The customer complaint was confirmed, as a rent was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer, and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. At this time, it is not possible to determine the etiology of the white and brown material observed. The device history record (DHR) of lot numbers 5653938 and 5826703 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/13/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).